Event description:
The facility reported an infusion pump with a failure code 12:303. The facility's representative stated that no patient injury was reported on this pump since the last baxter service event. It is not known if the failure occurred while infusing on a patient. Information regarding patient demographics, medication involved and device programming was requested but none was provided.